Event description:
It was reported after the patient was implanted with a temporary wire and connected to the epg (external pulse generator), the epg started pacing. The doctor wanted to test epg function including capture, threshold, and sensitivity. When the doctor tested sensitivity function and rate turned to 30 bpm (beats per minute), the epg did not pace. The pacing rate was increased but the epg still did not respond. The epg was returned for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The device passed all incoming tests with no anomalies found. It is noted the cables returned with the device passed continuity and visual inspection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.